Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 340mg/dl. Customer stated the display was not blank less than 30 seconds. Customer stated display is blank currently. Insulin pump will not be returned for analysis.